Event description:
Caller reported cgm error 42, impacting their session with the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and guided the caller through the process, resulting in a successful start of the sensor session without further error codes.